Manufacturer narrative:
Investigation summary: bd had not received samples, but a photo was provided for investigation. The photo was reviewed and the indicated failure mode for foreign matter (fm) on the cannula was observed. A small black fm was observed adhering to the IV cannula. Additionally, fifteen (15) retention samples from bd inventory were evaluated by visual examination and the issue of fm on the cannula was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode of fm on the cannula. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported when using the bd vacutainer® precisionglide¿ multiple sample needle there was bd vacutainer® precisionglide¿ multiple sample needle. This event occurred 5 times. The following information was provided by the initial reporter. The customer stated: there was a "contaminated needle" issue.